Event description:
A customer observed 3 replicates of a control fluid on a lab report that did not match the lis report. No erroneous results were reported. Incorrect transmission of patient results from an analyzer to a lis may lead to inappropriate physician action. There was no report of a patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that there was an analyzer malfunction in sending the lis records before the final 2 replicates had complete. The malfunction was corrected in version 2.2.1 software. The customer was using version 2.1.2 software. The ocd field engineer installed version 2.2.1 software to correct the problem. The root cause of this event was instrument related.